Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation with a thermocool smarttouch sf and the patient experienced pericardial effusion / cardiac arrest that required surgery; however, the patient expired. It was reported that the patient expired on (B)(6) 2026 after the afib / concomitant left atrial appendage occlusion (laao) device placement procedure on (B)(6) 2026. The patient coded on (B)(6) 2026 and it was not discovered until after the code started that the patient developed a pericardial effusion discovered on transesophageal echo (tee). The patient's chest was opened but they were unable to recover the patient. Further interventional details were unknown, only that the patient expired. The patient had multiple tee's performed on (B)(6) 2026 and (B)(6) 2026, including one minute before the patient coded, but they were all clear, no effusion was detected. It was reported that during the procedure while trying to place the watchman laao device, the patient's left atrial appendage was too small for any of the watchman devices. They downsized 3 times and ultimately used an amulet (laao device). At the end of the case, the patient was stable. There were no signs of complications. The ngen was used for right atrial cri line ablation and bsx farapulse pfa system in use for pvi (pulmonary vein isolation) ablation.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).